Manufacturer narrative:
The marksman catheter has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that resistance was felt increasing while advancing the medtronic flow diverter to the internal carotid artery (ica) where it failed to advance any further. The flow diverter and marksman were removed and marksman was found to be stretched and unwound at the distal tip. No patient injury was reported as a result of the event. The catheter broke at the distal section. Prior to the event, the microcatheter was successfully placed in the m2 segment of the middle cerebral artery (mca) and the pipeline flex was advanced to the ica where the reported event occurred. The patient was undergoing embolization treatment of a large unruptured saccular aneurysm measuring 22mm x 9.8mm located in the cavernous segment of the left internal carotid artery (ica). The distal and proximal landing zone was 3.4mm x 3.7mm. The vasculature was severe in tortuosity. The surgery to attempt to implant the pipeline failed and the physician adopted the closure strategy after the whole withdrawal. The balloon occlusion test experiment was done before surgery, and the anterior communicating artery before surgery was normal.

Manufacturer narrative:
H3: findings: the pipeline flex was returned stuck inside the marksman catheter within its inner pouch; inside of a sealed bio-hazard bag and a shipping box. The marksman catheter appeared to be separated into two segments. For further examination, the pipeline flex was pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened and no damage. Kinks and bends were found at 13.5cm to 27.5cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the marksman catheter were measured to be within specifications. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 21.0cm to 31.5cm from the distal tip. In addition, the catheter body found to be separated at 29.5cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the returned devices, the pipeline flex and marksman catheter were confirmed to have "resistance during delivery", "catheter resistance" and "catheter separation" issues. The returned pipeline flex was found stuck inside the marksman catheter. The broken ends of the catheter exhibited with stretching, necking, accordioning and broken braids; which indicated that the catheter separated when exceeding the tensile strength of the tubing material. From the damages seen on the catheter (accordioning/separating), pusher (bending/kinking) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the marksman catheter against the reported resistance. It is likely that the severe vessel tortuosity may have contributed to the resistance during delivery and catheter separation issues. There was no non-conformance to specifications identified that led to the reported issues. Additionally, the review of lot history records of the marksman catheter shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.